Event description:
Laparoscopic nephrectomy converted to open emergently when vascular surgeon called in to repair right renal artery and vein due to technical failure of vascular load stapling device. Per vascular surgeon note: it was evident one limb did not curl and close properly along the length of the stapler live, as root cause of hemorrhage. Patient received 1 unit of blood during the surgery. Patient transferred to ICU post surgery.